Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2020 with lot number 2715902. Analysis of the returned device identified: creases fold, deformation device, white particles and weigh to the spec. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.